Event description:
The ez45b was used during a radical prostatectomy. The device fired but not cut on the first firing. Scissors were used to divide the staple line. A new device was opened to complete the case. There was no consequence to the pt.